Event description:
It was reported that this implantable pacemaker minute ventilation (mv) sensor was turned off. The physician advised the patient had pacing induced cardiomyopathy, due to the mv sensor. The physician elected to turn off the mv sensor and the patient's rate decreased to the lower rate limit. It was noted the patient's cardiomyopathy condition appears to have improved. There was no noise or pacing inhibition observed. At this time, the device remains in service. No adverse patient effects were reported.